Event description:
I had a synvisc-one injection. I was told it might not work for several weeks. First of all, the injection, hurt like hell! I am not sure any anesthetic was given, although the spray stuff is recommended. I immediately started getting very burning pain sensation throughout the whole knee area. For the next few weeks, add'l issues started that I did not have prior that have continued and don't seem to be improving. Before injection, I had bone on bone knee pain on the inner-right lower part of my knee. Since the injection, I get pain in different places in the knee. I get a pain up my calf into the back of my knee that takes away. Reason for use: advance osteo-arthritic pain - bone on bone.